Manufacturer narrative:
"There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1801222, expiration date: 12/31/2022, manufacture date: 01/26/2018. Medical device lot #: 1801223, expiration date: 12/31/2022, manufacture date: 01/29/2018. Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd perfusion¿ syringe w/needle can not be clamped. In addition, the liquid runs into the area of the rubber stopper. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields:

Event description:
It was reported that the bd perfusion¿ syringe w/needle can not be clamped. In addition, the liquid runs into the area of the rubber stopper. Found during use. No reports of serious injury or medical intervention noted.

Event description:
It was reported that the bd perfusion¿ syringe w/needle can not be clamped. In addition, the liquid runs into the area of the rubber stopper. Found during use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
One picture and one used sample were received for evaluation by our quality engineer. Upon visual inspection of the samples, leakage was observed between the stopper ribs. The stopper was observed correctly assembled to the plunger. The sample was disassembled and damage was observed to the barrel of the syringe. The damaged barrel caused the stopper to become distorted when the plunger moved against the damaged area, causing leakage. Ten retained samples for each of the reported lot numbers were obtained from the manufacturing facility for investigation. Upon inspection, no damages were observe to any of the retained samples. A device history record review did not reveal any deviations or non-conformances during the production of lot numbers 1801222 and 1801223 that could have contributed to the observed defect. During assembly process, in the assembly station mechanical leak test is done to every syringe and in case any fails, it is rejected automatically to scrap. Final products in this manufacturing line, for this reference and lots size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. As no issues were found during the manufacture of the provided lot numbers, a definite cause for the damaged barrel could not be determined. Based on occurrence it was determined no formal CAPA is required at this time.